Event description:
It was reported that the system 9900 would not initialize on the first three attempts creating delay there was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.